Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they need assistance having their company representative reach out to them to help with adjusting their therapy settings. Patient stated that their ins was working, but it doesn't "do" anything, and the patient doesn't feel anything. Patient added that they had a surgery on wednesday and was hoping that their therapy would work better after the surgery. Patient then mentioned that their company rep was helping them with the surgery and that they need assistance from the company rep in adjusting their therapy settings. Agent sent an email to the field for visibility.